Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer cannot use any of her buttons and was trying to deliver 300 units of insulin. It would not stop so she disconnected it and took the battery out. Customer's blood glucose level was 130 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.